Event description:
It was reported to medtronic minimed that the customer reported insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and found damage near to the retainer ring. No harm requiring medical intervention was reported. Mmt-1812 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, the sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer ring, and partially detached retainer ring. Cosmetic damage was confirmed close to retainer ring. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.